Event description:
On (B)(6) 2014 a physician contacted merz n.a. To report a pt he injected with radiesse on (B)(6) 2014 may have a compressed angular artery. The pt did not report this adverse event to him until on (B)(6) 2014. The pt returned for follow-up on (B)(6) 2014 and dr (B)(6) requested to speak with merz medical affairs. A medical consult was provided by merz medical affairs. Consult notes state dr (B)(6) reported the pt presented with ischemia of the nasal alar up onto the nose and a slight skin breakdown in the nasal alar crease. He treated the pt with hyaluronidase, steroids, asa, plavix, viagra, and warm compress. He stated there is no ischemia of the nasal mucosa. He also had the pt use nitropaste; however, she is having trouble tolerating it. He also stated the nose now has more of a red look to it rather than ischemia. He plans to see the pt every day this week. Further treatment option of hyperbaric oxygen therapy was discussed.

Manufacturer narrative:
Updated consult notes were received on 10/16/2014. The notes state dr (B)(6) reported his pt is healing well from the vascular occlusion. The photo shows healthy granulation tissue in the area of necrosis. Per discussion with dr (B)(6) on (B)(6) 2014 no necrosis was evident. In the updated notes received on 10/16/2014 dr (B)(6) reported the occlusion did progress to necrosis on the left nasal alar and nasal alar crease with significant skin sloughing on the nose. The photo shows the pt is healing very well. The device history records for radiesse lot #100074697 was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.